Event description:
Procedure: unk. Reportedly, the instrument jaws would not open after clipping. The instrument was removed without tissue damage or loss. It was not considered to be a life threatening event. However, or time was extended in excess of 30 mins.